Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi performed failure analysis on the iesu and the unit energized/cauterized and all ports recognized instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the bipolar was not working. The intuitive surgical inc.(isi) technical support engineer (tse) found no related logs. Tse observed intermittent communication between instrument and erbe for bipolar and monopolar. Power cycle of erbe did not resolve the issue. The procedure was converted with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system powered on without errors however during the procedure they had issues with bipolar not working. The procedure was completed using force triad generator with no reported injury. Procedure delay was between 15-30 minutes.